Event description:
It was reported during a thoracoscopy the surgeon used two 512s trocars in the thoracic cavity on an obese pt. The sheaths broke of and splintered in the cavity. The surgeon is not sure all the pieces were retrieved. A reusable metal hassan trocar was used to complete the case. The surgeon stated increased anesthesia time may have aggravated and caused the pt's possible infection and pneumonia. The incident was reported to the family. The trocars are being held in hospital riks management until certified of non-destruction is signed by ees. Trocars will be released for non-destructive testing.

Manufacturer narrative:
Facility experienced an event with endopath* disposable surgical trocar while performing a thoracoscopy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 972689. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet up condition, a,b, conforming; desufflation lever condition, a,b conforming; inner gasket condition, a,b, conforming; obturator condition, a,b, conforming; outer gasket condition, a,b, conforming; reset button condition, a,armed b,unar; sleeve condition, a,b not conform; stopcock condition, a,b, opened and trocar condition, a,b conforming. Functional tests & results: does safety shield retract, a,b conforming; flapper door functional, a,b conforming and lockout functional, a,b conforming. Analysis conclusion: based on visual examination it was confirmed that instruments a and b were shattered at the distal tip. No conclusion could be reached as to why the cannula shattered. The instruments were originally reported to be 512s, but actually were 512x. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.